Manufacturer narrative:
(B)(4).

Event description:
It was reported a month following implant of the right ventricular lead, the patient presented to the hospital with chest pain and dyspnea. An x-ray and echocardiogram revealed a cardiac perforation. The patient was treated with a chest tube. The lead was explanted and replaced. The patient was reportedly stable before, during and after the event.